Event description:
The complainant reported that the clinicians successfully performed a radiofrequency ablation (rfa) on the liver of a female patient (age and weight unknown). Post procedure, redness was observed on the patient's thighs at the rim of each of the four patient grounding pads. The complainant reported that the patient remained in good condition after the procedure, and that no medical intervention was required to treat the burns. Please reference attached medwatch report numbers 3005099803-2008-2536, 3005099803-2008-2538 and 3005099803-2008-2539 which document the three other patient grounding pads used during this procedure.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant reported that the device was discarded subsequent to use; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined. Discarded by user facilty